Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that previous remote interrogations had a warning message indicating that ¿voltage was too low for remaining capacity.¿ the device was explanted due to premature battery depletion and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is on-going. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD had no telemetry. The device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. This behavior is consistent with devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
--